Manufacturer narrative:
Product event summary - the full lead was returned and analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported that the patient experienced phrenic nerve stimulation of the left ventricular (lv) lead. The lead was explanted and was replaced with new epicardial lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 4470 competitor implantable pacing lead 2013-(B)(6), 6947m62 implantable tachy lead 2013-(B)(6), d334trm implantable cardioverter defibrillator 2013-(B)(6). (B)(4).